Event description:
The hcp reported that the pt experienced a change in sensation following going through a store security system. There was no reported injury and no treatment was required. The device remains implanted.